Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/ confirmed the customer reported complaint. In-house fa installed pmsc into the printed circuit assembly (pca) system, failed at start up with an error 48200 displayed and the left eye had blank video. The pmcs had damaged ports.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi has requested the pmsc involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. Patient identifier (B)(6) is created to capture the patient side cart (psc) power switch issue which is related to patient identifier (B)(6). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 48200 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6)2022 on system rsh0148. This complaint is reportable malfunction event due to the following: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had blank left eye. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to reboot the system and reset blue fiber cable (bfc). The customer confirmed after resetting the bfc and rebooting, the system booted up with an error 48200. An isi tse suggested the customer to perform hard power cycle and remove any dvi cable connected to the surgeon side console (ssc). The customer confirmed that the system still booted up with the same error 48200 after removing the dvi cable. The customer performed one more hard power cycle, still the issue persisted. An isi tse confirmed that the ssc video output assembly had issue. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopy due to system malfunction. The system functionality was checked upon powering on the system.